Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the pump shut off unexpectedly. Customer¿s blood glucose level was 200 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.